Event description:
The physician placed a percutaneous endoscopic gastrostomy system. It was reported that when advancing the device through the abdomen, the tube detached at the dilator connector. The detached portion was immediately grasped with biopsy forceps and pulled through the abdomen, placement of the feeding tube was completed successfully. The pt was reported to be in stable condition.